Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.